Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 3.5 x 28 mm xience xpedition was implanted in the lesion but was not long enough to cover the entire lesion. A 3.5 x 12 mm xience xpedition stent delivery system (sds) was being advanced to the distal part of the lesion; however, it could not cross the previously deployed stent even though several attempts were made. The sds was removed from the anatomy and a guideliner was advanced through the implanted stent and the 3.5 x 12 mm xience xpedition was again advanced, but it could not go all the way through the guideliner. The guideliner was re-adjusted and the xience xpedition was again advanced through the guideliner and when the sds exited the guideliner the stent implant had dislodged. All the devices were removed as a single unit and were flushed. The stent implant was flushed out of the guiding catheter. The procedure was completed with plain old balloon angioplasty (poba). There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Additionally, the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.